Event description:
A customer reported that a system message displayed and the laser was not firing. It is unk if the procedure was completed. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).